Event description:
The manufacturer was contacted in reference to a rep dreamstation auto CPAP. The patient reported copd. In addition, the patient also alleged recurring bronchitis, respiratory tract irritation, dizziness and headache. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/23/2025. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no faults had been observed. The device passed all tests and scratches bottoms on upper enclosure. Additionally, the device was corrected. The following correction has been updated in this report. Section "model number", "catalog item identifier", "product UDI" in box d has been updated/corrected. Section in box h6, h8, h9 has been updated/corrected.